Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that water was leaking from the connection between the bag spike and the water feedset tube on an mr290v vented autofeed humidification chamber. This was found after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has been received at fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report once we have completed our investigation.